Event description:
The recovery filter was successfully removed, as intended. Upon removal it was noted that a limb of the filter was still within the pt. The doctor successfully snared and removed the limb.